Event description:
A customer reported the handpiece produced little to no power during a procedure. The handpiece was switched out and an ultrasonic handpiece was used to complete the procedure. There was no pt impact.

Manufacturer narrative:
The company rep worked with customer and discovered the incorrect handpiece was being selected on the system. The customer did not request service. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause was the improper handpiece selection by the customer. (B)(4).